Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17035. The patient received 2 scs leads with the same lot number. It was reported the patient was experiencing increased left leg pain. A sjm representative was unable to resolve the issue with reprogramming as the patient reported loss of left leg stimulation afterwards. It was also reported fluoroscopy identified the scs leads had migrated. Additionally, lead diagnostics showed low impedance values for the scs leads and x-rays identified a few of the bottom lead contacts were touching each other. Follow-up identified the patient underwent surgical intervention during which an additional scs lead was added to the scs system. Furthermore, the far right scs lead remains implanted but has been disconnected from the scs ipg. Left leg stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.